Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during testing unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and was able to complete the rewind. The insulin pump did successfully complete steps in the displacement verification table. The self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.